Event description:
The customer reported zipper damage to the canopy side panel. The zipper teeth did not align. There was no use with the pt reported.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, no physical inspection could be performed. The complaint history for this canopy was reviewed and no other similar complaints were found. No adverse trends were noted during the complaint review. Manufacturer reference #: (B)(4).